Event description:
It was reported that a patient was hospitalized with "flu like symptoms" and passed away 4 days later in 2000. Patient's family member stated that the patient had a lumbar puncture and it was comfirmed pneumococcal in nature.

Event description:
Prior to january hospitalization, pt was sen by a physician and was treated with antibiotics (cephalexin, hydroco/appa and neo/polyhc) for flu-like symptoms. In january 2000, th pt was admitted to the hosp with a high fever, nausea and vomiting.